Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. In addition, it was noticed that the non-boston scientific right atrial lead pacing impedance is typically high out-of-range of over 3000 ohms, with occasional measurements of 600 ohms. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. In addition, it was noticed that the non-boston scientific right atrial lead pacing impedance is typically high out-of-range of over 3000 ohms, with occasional measurements of 600 ohms. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.